Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: component code: mechanical (g04) - stem. Corrected: d4: expiration date. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as the review of x-ray was unable to confirm the fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant findings include ap pelvis and single view of the right hip demonstrate a right total hip arthroplasty with no radiolucency. No bony fracture. Possible bony defect along the right iliac crest. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 26 days post implantation due to peri-prosthetic fracture. There is no additional information available at the time of this report.